Event description:
It was reported, the forceps distal end was cracked/chipped. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found that the insulation on the jaws distal end was breaking. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was confirmed, and the cause was determined as due to wear and tear. According to its product specification, this item is designed for 1 year of use or 50 reprocessing cycles. Olympus will continue to monitor field performance for this device.